Event description:
MRI with contrast results: severe headaches, nausea, sudden hot flashes, tremors/electrical vibrations, trouble sleeping. More than 3 months later, I am still experiencing these symptoms.